Manufacturer narrative:
(B)(4). Insulin pump passed self test, occlusion test, force sensor test, basic occlusion test, prime, seating test, rewind test and displacement test. No unexpected multiple pump error alarms during testing however, pump error alarm line number 1421 file number 32122 and pump error 3 alarm are found in the formatted history file due to a software error. During visual inspection, found electronic stack and motor moisture damage.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Customer reported that they did self test and it was pass. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.